Event description:
It was reported that a zero tip basket was used in a tumescent ultrasound liposculpture procedure in the kidney. During the procedure, it was noticed that the basket part was separated and detached after grasping. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached.

Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire detached. Describe event or problem and h6 device codes were updated based on the additional information received on november 10, 2025. Investigation analysis: upon receipt at our quality assurance laboratory, this zero tip basket device underwent a thorough analysis. Visual analysis of the returned device identified that one of the basket wires was broken from the tip (not fully detached). During functional inspection, the handle was actuated, and the basket was able to open and close. A review of the device history record indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of basket wire detachment. Based on the analysis results, it is likely that variations in knot diameter or potential inconsistencies in the knotting process may contribute to the failure, but these factors alone do not conclusively explain the issue. Therefore, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a transurethral lithotripsy procedure in the kidney. During the procedure, it was noticed that the basket part was separated and detached after grasping. The procedure was completed with another same device and there were no patient complications reported.